Manufacturer narrative:
Ge healthcare issued a proposal for troubleshooting and repair but it not accepted. No further information is available. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported ventilation switch is tough. There was no report of patient involvement.